Event description:
Hamilton medical ag received the following incident description:user complains many "panel connection lost" and "loss of peep" alarms occurs during ventilation. The problems happens with different patients but only with this single unit. (There are 5 units of hamilton-g5 in the ICU).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4).

Event description:
Hamilton medical ag received the following incident description:user complains many "panel connection lost" and "loss of peep" alarms occurs during ventilation. The problems happens with different patients but only with this single unit. (There are 5 units of hamilton-g5 in the ICU).